Event description:
It was reported by a neurologist that a vns patient had high impedance when system and normal diagnostics were run (specific results not provided). Patient's vns device was not turned off during the office visit that high impedance was noted. Additional clinic notes was received that patient had approximately 1-2 seizures per month which is his baseline level of seizure control. Subsequently, patient's generator and lead were replaced on (B)(6) 2011. Good faith attempts to obtain more information have been unsuccessful to date. The lead and generator were returned to manufacturer and they are currently undergoing analyses.